Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Svn: (B)(4). Start date of the sensor: (B)(6) 2020. Start hour of the sensor: 19. Sensor start missing reason: location of sensor insertion: abdomen. Date of sensor alert: (B)(6) 2020. Hour of sensor alert: 06. Sensor alert missing reason: (B)(6) 2020 16:07:11 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: in process mdt initial contact: (B)(6) taken by: (B)(4) initial notes: patient called due to the sensor updating alert inquired what led up to the complaint. Customer response: she mentioned that the sensor updating alert started yesterday morning until now. Discussed factors and causes of the alert. Change sensor/sensor updating/sg value not available/calibration not accepted t/s per (B)(4). System model number: n/a. Dn (B)(4) transmitter model: 7811. Customer would like to continue troubleshooting. Is this the 2nd call on the same sensor or has the customer called within the last 30 days regarding similar alerts: no customer is reporting a sensor updating/sg value not available status or alert. Expl sensor updating/sg value not available alert and possible causes. Expl reviewing isigs is only part of troubleshooting with helpline and not covered during customer product training. Adv system diagnostics detected sensor is not properly responding to glucose and stopped displayed sensor glucose readings. Customer reports they did not receive a calibration not accepted alert. Customer has experienced behavior for more than 3 hours. Customer's outcome pertaining to the complaint: advised sensor will be replaced. (B)(4).